Manufacturer narrative:
D10 concomitant products: 133650 premium surgiclip iii 9.0, (lot number: p5h1021) 133650 premium surgiclip iii 9.0, (lot number: p5h1021) 133650 premium surgiclip iii 9.0, (lot number: p5h1021) 133650 premium surgiclip iii 9.0, (lot number: p5h1021) 133650, 133650 premium surgiclip iii 9.0, (lot number: p5h1021) 133650 premium surgiclip iii 9.0, (lot number: p5h1021) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open tracheostomy, the device was applied to a blood vessel. The surgeon was able to squeeze the handle, the applicator did not release the clip correctly onto the vessel and caused vessel damage. The clip detached from the vessel a few minutes after application. There was post-surgical hemorrhage, delay in surgery with surgical time extended by 30 minutes or more. The patient was treated for post-surgical hemorrhage by removal of the clips, replacement with single-use clips, ligation with suture, and cauterization of the vessel using bipolar energy.